Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a short circuit occurred causing the suggested event. The user may prevent the suggested events by handling the device in accordance with instructions for use (IFU) below. Reprocessing manual_ reprocessing the endoscope_ leakage testing of the endoscope_ perform the leakage test "if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a scope communication error e315. The issue was found during preparation for use for a diagnostic bronchoscopy. The procedure was delayed a day and their hospital stay was extended as a result but was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: the scope gave a black screen, the biopsy channel was leaking, due to corrosion on the plug unit the resolving power was not obtained, the circuit board has discoloration, and the plug unit has corrosion from water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.